Event description:
It was reported that far r oversensing and atrial lead noise was observed. Further review of the noise appear that the cause was potentially a dislodged atrial lead. Chest x-ray was performed but no information of the results was provided. No intervention performed at this time. The patient was asymptomatic.